Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system: 9:22pm-351 mg/dl, 9:25pm-119 mg/dl, 9:30pm-149 mg/dl, 9:33pm-317 mg/dl, 9:42pm-100 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation and replacement was sent.